Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the rv lead. No other lead anomalies were reported. It was suspected that tissue growth was the possible cause of the increased impedance. Lead remains implanted. Patient was stable and will continue to be monitored.